Manufacturer narrative:
Complaint (B)(4). Received 12pcs. 456087p/b20103eu for evaluation. No samples were received for material/batch 456087p/b20093pl. Received customer lab data. We have no further complaints on the material/batches. We have no further inventory of the material/batches. A review of quality, production, and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No deviations could be observed in the samples. Complaint could not be duplicated for material/batch 456087p/b20103eu. The complaint cannot be determined for material/batch 456087p/b20093pl.

Event description:
Customer advises tubes filled all the way, too full (overfilled). This is causing errors on the dxi. They never got this error with bd tubes in the 2.5 years using only them. It doesn't happen often as tubes are rarely filled right to the top. Customer advises that beckman was contacted and is unable to make any adjustments for this excess volume. Their tats (turn around times) fail when this error occurs. Customer provided dxi error message logs. Customer advised to be unable to provide photos displaying overfilled tubes because the tube goes on the au for analysis and then reruns for troponin. Lab is not responsible for the draws. Error with lot b20093pl on (B)(6) 20 from dxi included "insufficient sample in sample tube", "sample pipettor: rf level sense failure". Customer advised cannot take picture as plasma has been slightly used up for the basic metabolic and mg [magnesium] along with repeat bhcgq [beta hcg quantitative]. Occurred 2 time over that weekend. 1 occurred with lot b20103eu from ER.error with lot b20103eu on (B)(6) 20 from dxi included "insufficient sample in sample tube" and "sample pipettor: rf level sense failure". Occurred 4-5 times over that weekend.